Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user developed an infection around the implant after failure of repeated antibiotic therapy. The device was explanted on (B)(6) 2023. No product deficiency is alleged.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from skin infection at the implant site post-implantation surgery. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user developed an infection around the implant after failure of repeated antibiotic therapy. The device was explanted on (B)(6) 2023. Per device explantation report, the skin over the implant was not intact prior to removal and infection was found on the implant. The electrode was cut and left in the cochlea for later re-implantation.